Event description:
It was reported to boston scientific corporation through a retrospective study that an ultraflex esophageal stent was used during a stent placement procedure for a post bariatric surgery leak performed on (B) (6) 2007. According to the complainant, the stent migrated post procedure. A necrosectomy and a fistula plug placement were performed and then another ultraflex of the same size was placed. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation through a retrospective study that an ultraflex esophageal stent was used during a stent placement procedure for a post bariatric surgery leak performed on (B)(6) 2007. According to the complainant, the stent migrated post procedure. A necrosectomy and a fistula plug placement were performed and then another ultraflex of the same size was placed. The patient's condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received. The ultraflex partially covered esophageal stent was placed along the fistula in the altered anatomy caused by the roux-en-y gastric bypass bariatric surgery. The stent was fully expanded after implantation. The necrosectomy was performed due to an infection in the fistula and the fistula plug was placed to assist in treating the fistula. The physician stated that the necrosectomy and filling of the fistula external to the location of the leak in the gastro-intestinal duct is a common treatment regimen, and that they were not related to the stent migration. These procedures were performed prior to the placement of the second ultraflex stent on (B)(6) 2007. The stent was not removed after migration, and the physician expected no further complications to the patient from this.

Manufacturer narrative:
Upn unknown; device reported as ultraflex esophageal stent: length (full, body) 15 cm; diameter (flange/body) 18/23 mm; partially covered. (B)(4). Study source: (B)(4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states that this stent system "is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." However, the complaint states that the stent was used to treat a fistula caused by roux-en-y gastric bypass bariatric surgery. A review of the device history record was performed; no anomalies were noted.

Manufacturer narrative:
(B) (6). Upn unknown; device reported as ultraflex esophageal stent: length (full, body) 15 cm; diameter (flange/body) 18/23 mm; covered. (B) (4) (medical intervention required). (B) (4). Study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el) the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.